Manufacturer narrative:
The universal surgical manipulator (usm) has been returned and evaluated by the failure analysis team. The reported problem was confirmed and replicated. During log review, errors 32100 and 32098 indicating a fault with the axes controller motor (acm) board were confirmed. On our system test, the unit was idling for a couple of minutes and triggered the 32098 error along with the 32100-error indicating a fault with the acm board. We swapped the acm board with a golden unit and the usm passed all system and test platform testing. When the original acm board was put back for aba testing, the usm once again triggered the 32098 and 32100 error. The unit passed all other testing.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse confirmed the reported error and replaced the universal surgical manipulator (usm) to resolve the issue. The system was tested and verified as ready for use. Isi has received the usm, however, failure analysis has not completed their investigation. Therefore, the root cause of the customer reported failure mode could not be determined. A follow-up MDR will be submitted when failure analysis has completed their investigation. No image or video clip for the reported event was submitted to isi for review. A procedure log review confirmed that the procedure was performed on (B)(6) 2022 via system (B)(4). This complaint is considered a reportable event due to the following conclusion: a usm was disabled after the start of the procedure and the surgeon was able to continue with the procedure robotically using 3 arms. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur. System unavailability after start of a surgical procedure could lead to the procedure to be converted/aborted and may lead to an injury due to the patient's inability to tolerate a conversion/abortion.

Event description:
It was reported that during a da vinci-assisted surgical procedure, error 32100 occurred on universal surgical manipulator 1 (usm1). The customer disabled the usm and the procedure was completed with the remaining 3 arms with no reported injury. Intuitive surgical inc. (Isi) followed up with the technical consultant to confirm that error 32100 occurred during surgery. The customer deactivated the defective arm and completed the surgery with three arms. There was no patient harm. Armrest actuator and worn grip pads were not related to the error 32100.